Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a por (power on reset) screen on their programmer. The caller reported that the patient had turned their device off the night before and turned the stimulation back on the next morning and that was when they saw the por message. The rep indicated that the patient had slept on the same bed. However, it was reported that night there were heavy storms and the electrical power went out. Therefore, the patient had had emi exposure. The rep had access to their clinician tablet and was able to successfully clear the por screen. The por screen seen was 0x400 parity error. As reported that troubleshooting resolved the issue. It was indicated that impedances were all within normal limits between 693 to 666 ohms. No symptoms were reported. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.